Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+1.0/094 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2022. The lens was reported as having low vaulting and remained implanted. This was the replacement lens for MFR. Report # 2023826-2022-04081. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Claim # (B)(4).